Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an eyelid procedure on an unknown date and suture was used. During the surgery, the needle broke and a small piece was left in the eyelid. This event occurred several years ago. Additional information has been requested.